Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had a keypad and beep anomaly. The customer¿s blood glucose was 9.8 mmol/l at the time of incident. Customer stated that the insulin pump was beeping without an alarm and restarted. Customer also reported that the buttons stopped working even after the battery has been replaced. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump was received with no button response at esc, act, up and down due to unlocked lcd keypad connector during visual inspection. No button error alarm during testing. Unable to perform operating currents, self-test, unexpected restart error test and displacement test or verify unexpected restart alarm and audio/ vibrate beeping alarms tones due to no button response. No button error alarm during testing.